Event description:
(B)(4). Very bad a cramps worse then labor pains, no more sex drive, tingling in legs hand feet, pain during sex, eye sight, hearing loss, depression, anxiety, tired, can't focus, etc.